Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer and confirmed the reported issue. The unit has power and a power cord; however, it would not run from ac power. It was recommended that the customer replace the power supply. The fse replaced the power supply and the issue was resolved.

Event description:
It was reported that the unit would not charge or run on ac power. E was no patient involvement. The event date was not specified; estimate used.